Event description:
It was reported that the device over infused. A note from the biomed on the received device stated that the device was set at 125cc/hr, and was delivering 600cc/hr. The event occurred during biomed testing, and there was no patient involvement.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing found the device delivering fluid within specification. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The event occurred during biomed testing, there was no patient involvement.

Event description:
It was reported that the device over infused. A note from the biomed on the received device stated that the device was set at 125cc/hr, and was delivering 600cc/hr. The event occurred during biomed testing, and there was no patient involvement.